Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom battery depleted was confirmed through the event history log which was reproduced during evaluation. The cause was identified to be an alternating current (ac) power adapter which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery of a spectrum pump was depleted. The problem was found in the administration area. There was no patient involvement. No additional information is available.